Event description:
During an initial implant procedure, the stylet was unable to be inserted into the right ventricular (rv) lead. There was also decreased sensing observed on the rv lead. The rv lead was explanted and a new rv lead was implanted to resolve the issue. The patient is stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of failure to advance the stylet was confirmed. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. The stylet was not able to be inserted beyond the connector region due to over torqued inner coil. The cause of failure to advance the stylet was due to over torqued inner coil at the connector region consistent with procedural damage. The reported event of r-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.